Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter after activation of the device, tissue stuck to the jaws and could not be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure tldg (totally laparoscopic distal gastrectomy), the tissue stuck to the jaw and could not be removed. Patient tissue was separated from the device without problems. Another device was used to complete the procedure. There was no patient injury.